Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with wearing on the lens. Event log review was performed and found evidence that indicates the pump primed as requested. Testing was performed, by using simulated delivery accuracy test. The customer's reported problem regarding unsuccessful priming of the pump was unable to be duplicated. Simulated use testing did not find issue with the prime function of the pump. The pump was tested for delivery accuracy using three test stations. The pump was primed ten times on each test station prior to performing the accuracy test. The customer's concern regarding over infusion was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigator also reviewed the pump infusion history from the event log and found that the pump performed as programed, without errors and infused within manufacturing specification. The root cause of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy pumps, over infusion was noted. It was reported that the programmed infusion was expected to end with 30 ml of medication fluid after 48 hours but ended with 19 ml in the cartridge. The patient reported symptom of nausea, vomiting, and diarrhea and the physician was notified. Reported that the product issue did not contribute to any clinical injury. The patient tried to replace the cassettes and prime the over infusing pump but was unsuccessful. Subsequently, the pump was replaced with the backup pump. No additional adverse effects were reported.